Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2017-01404. Follow-up identified no further invention was required. The patient recovered and the issue is resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-01404. It was reported the patient experienced pain, fever, and neck stiffness several days after trial implant. As a result, the patient presented to the ER as the next course of action.